Manufacturer narrative:
Following to our initial report (B)(4) recall activities will be initiated therefore please find our 5-day report according to sec 805.53 (a) 21cfr803.

Event description:
A nurse in the field reported a complaint regarding the orbit infusion sets. She states that the luer connection is wrong and will not screw into the syringe.